Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgerythat the device ¿went down¿ for several minutes before coming back and caused pain. According to the report, their device was placed in (B)(6) and "the reservoir sunk in on its own last night." It was further reported that the patient's reservoir "depressed and did not refill." It was stated the setting was checked and looked fine. The patient also had a CT scan, but the setting could not be determined from the imaging. The patient mentioned they had an appointment scheduled for (B)(6) 2017 with their doctor. Reportedly, the patient noted they had both pseudotumor and normal pressure hydrocephalus.